Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient sat down, the ins rolled and moved. The consumer had no further information. No further complications were reported.